Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed using another balloon of the same type. No patient complications were reported, and the patient remained in good condition following the procedure.